Event description:
It was reported that the filter of a clearlink paclitaxel set appears to be disintegrating, leaving small pieces floating inside the set. Customer also stated that the set begin to have a milky appearance at the top of the filter. The reported condition was occurred during infusion of unknown chemotherapy medication. There is no report of patient/user injury or medical intervention was needed in association with this event.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.